Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she had air bubbles in the reservoir. The blood glucose reading was 324 mg/dl. She reported that the air bubbles were large. She had already thrown away the reservoir and was unable to troubleshoot for the issue. The product was not returned for analysis.